Manufacturer narrative:
(B)(4). The implant was remained in the patient, product analysis is not possible at this time. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal posterior fixation procedure. During the set screw fixation process, 3 of 8 set screws couldn't be broken off using anti-torque wrench with broken of driver. This led the set screw to be loose. At last the set screw head was cut by the large steel scissors. Three set screws are still believed to be loose. No other complications were reported for this case.